Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: following a review of the available information, it has been determined there is no allegation or objective evidence indicating a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectation(s).

Event description:
A peritoneal dialysis (pd) patient reported to fresenius via a customer experience survey response that they discontinued pd treatment after experiencing an unspecified infection as well as problem with their access/catheter. Additional information was requested, however a response was not received.